Event description:
It has been reported that an end user was injured as a result of a 96-2 shower chair collapsing. The end user alleged back pain and emotional distress and has sought medical attention.